Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, smoker, preceding/simultaneous bone augmentation, fistula, bleeding ((B)(6) are same patient).